Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and cloudy pd effluent. The breach in aseptic technique was further described as the patient did not pay attention to hygiene which led to the peritonitis (no further detail was provided). On unreported date(s), the patient was hospitalized for the event and the patient began treatment for the peritonitis with unspecified anti-inflammatory drugs into the pd solution (during hospitalization). On an unreported date, the patient was discharged from the hospital. Subsequently, twelve days after the initial onset of the peritonitis the patient again experienced abdominal pain and cloudy pd effluent. The patient was diagnosed with peritonitis and was re-admitted to the hospital (date unspecified). This episode of peritonitis was considered by the doctor as the same event that happened twelve days earlier which had not resolved completely. The patient was then treated with levofloxacin (1/4 vial into each bag of pd solution dwell), and administration of piperacillin through intravenous drip (doses and frequencies were not reported). Two weeks after onset, the patient was recovered from the peritonitis event. At the time of this report, the patient remained hospitalized for the event, and antibiotic treatment and dianeal therapy were both ongoing. No additional information is available.